Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and the hemostatic valve was damaged while inserting the smarttouch sf catheter into the sheath. The issue was resolved by replacing the sheath with another one. The procedure was completed without patient's consequence. This event was originally assessed as not MDR reportable. Additional information was received on 5-dec-2025. The sheath was being used on the patient; no air entered the patient¿s body, and no blood return was observed. This event remained not MDR reportable. Additional information was received on 14-dec-2025. The hemostasis valve dislodged inside of the hub. This is now MDR reportable.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 60000683 and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).